Event description:
FDA has forwarded a medwatch to (B)(4) (mw5066381) relating to an adverse event involving a rollator that (B)(4) imports and distributes. It was reported that the patient was using the unit, when allegedly the rollator collapsed and caused him to fall to the floor. The patient suffered a torn right rotator cuff (reporter incorrectly stated "rollator cuff") and the doctor specified that surgery is not an option. Allegedly, the patient is currently homebound with both arms in constant pain. No detailed information about the product problem was reported in the medwatch. In addition, the medwatch does not provide any contact information for the medwatch reporter and the patient . Drive has reached out to the FDA for the contact information for this medwatch. No additional information was provided by the agency.